Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to blood glucose of 600 mg/dl. The customer was vomiting, throwing up blood and falling all over the house. The paramedics took the customer to the hospital. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. Customer's blood glucose at the time of call was 112 mg/dl. The customer declined troubleshooting for high blood glucose. The customer will not return the product for analysis.